Manufacturer narrative:
All available information was investigated and the reported loose threads (frays) on the clip cover was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported loose threads (frays) on the clip cover. There is no indication of a product issue with respect to manufacture, design, or labeling. Cine review: our (4) echocardiographic videos of the reported cds were provided. Two videos provide an lvot type view of the left side of the heart in which the clip of the cds can be seen positioned in the left atrium above the mitral valve. In video "img_1355" there is a notable artifact in the image located at the clip creating a residual effect in the video (light streak seen coming off the clip). The third video provides and intercommissural view in which the clip is positioned atrially above the valve. While not as apparent as in the second video, there is a similar artifactual noise effect in the video stemming from the clip. The fourth video is an anteriorly dispositioned intercommissural view with the clip located above the valve. In this video, it is evident that there is an artifact attached to the distal tip of the clip and can be seen moving with the cardiac cycle. This aligns with the reported incident details that while positioned in the left atrium "a structure was observed on the clip". However, the reported " two loose threads in the clip cover" cannot be confirmed via cine evaluation as echocardiography is an ultrasound image and does not provide detailed, granular images.na

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report frayed clip cover. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. After the mitraclip xtw (lot: 21111r1010) was introduced into the left atrium, a structure was observed on the clip. It was first thought it was thrombus. The clip was removed from the patient and upon further inspection, it was two loose threads in the clip cover. A replacement xtw mitraclip (lot: 21219r1062) was implanted without issue. There was no adverse patient consequences or clinically significant delay. No additional information was provided.